Event description:
During the evaluation for a separate issue, the tubing of a transfer set was found to be separated from the white patient connector. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: during an evaluation, a separate reportable event was discovered. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.